Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from spain, edwards received notification of a pascal precision procedure in the mitral position. During the procedure, air was introduced into the patient who experienced st-elevation. During device preparation, no issues were reported. The patient was under general anesthesia, with no saline drips or pressure monitoring devices connected to any handles. A syringe remained attached to the introducer until guidewire insertion, and the guide sheath handle was elevated during the procedure. The doctor retrieved the guidewire, inserted a syringe and then retrieved the introducer. Air was observed right after retrieving the introducer. The patient subsequently experienced st-elevation. According to medical opinion, the amount of air present was not greater than typically expected. No treatment nor further actions were needed as the st elevation was resolved. The pascal implant remains in place and optimal regurgitation reduction was achieved. Patient's final outcome was stable condition. As per medical opinion, the perceived the root cause of the event was probably air was introduced after inserting the string at the end of the introducer.

Manufacturer narrative:
A device history record review was completed, and the device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for device not completely de-aired during flushing and preparation was confirmed empirically from information received. No device or imaging was provided for review. Per the information provided, the perceived cause of the event was air introduced after inserting the guidewire into the introducer. However, it is unclear if the air entered due to the guidewire and/or device handling/manipulation steps performed. Potential root causes may include air introduced from a non-pascal device, omission of a flushing/de-airing step or improper stopcock/syringe technique. However, a root cause was unable to be determined. Since no edwards defect was identified, corrective or preventive actions are not required.